Event description:
Medtronic received information that at an unspecified time, this hms plus instrument had an unreliable activated clotting time (act) values. The use of the instrument was unknown. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: the reported unreliable activated clotting time (act) values was verified during service. Service technician performed external and internal cleaning of the equipment and attempted calibration of the home position which was unsuccessful. The repair has been suspended pending the availability of requested parts. Note: the instrument was serviced in the field by a medtronic field service technician. The instrument was not returned to a medtronic facility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Deice evaluation sumary: depot service: the service technician performed exterior and internal cleaning of the equipment. An attempt to calibrate the home position failed, and further action is pending the availability of the requested parts. The service technician replaced the x-axis and y-axis microswitches and successfully performed a home position test. All functional tests were completed successfully. The instrument was tested with heptrac, which revealed no abnormalities. Preventative maintenance was performed per specifications. Update to h.6: fdc/annex d medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H11 correction: device evaluation summary: the reported unreliable activated clotting time (act) values was verified during service. The service technician replaced the x-axis and y-axis microswitches and successfully performed a home position test. All functional tests were completed successfully. The instrument was tested with heptrac, which revealed no abnormalities. Preventative maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.